Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. On day 2 of impella cp support the cp was repositioned under ultrasound guidance but still the impella was not able to go over p5 without suction. It was further reported that during impella removal two perclose were used but there was still bleeding around the 8fr sheath. Two times angio-seals were attempted to be deployed, but were unsuccessful. Decision was made to hold manual pressure and hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: warnings & cautions: warnings ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿